Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with symptomatic drug-refractory paroxysmal atrial fibrillation underwent radiofrequency ablation and suffered aspiration pneumonia which was successfully managed. Title: ¿ten-year clinical outcome after circumferential pulmonary vein isolation utilizing the hamburg approach in patients with symptomatic drug- refractory paroxysmal atrial fibrillation.¿ the purpose of this study was to investigate the long-term outcome and the progression of paf using the hamburg approach with initial double-lasso and 3-dimensional electroanatomical mapping¿guided, irrigated radiofrequency current (rfc)¿based cpvi in patients with symptomatic drug-refractory paf. The study was conducted from 2003 to 2004. A 161 patients were enrolled in this study. Thermocool navistar ablation catheters were used in this study, however catalog and lot number were unknown.